Event description:
A patient reports receiving a communication error while wearing a pod. The patient reports they had lost consciousness as well as having low blood glucose levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the loss of consciousness reported. No lot release records were reviewed, as the product lot number was not provided.